Manufacturer narrative:
Other applicable components are: product ID 37651, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) depleted the night prior to (B)(6) 2016. When they charged they found that the connector pin was broken, so they went to the healthcare provider (hcp) that same night to borrow a recharger. The loaner recharger was working great with recharging the patient's battery. The original recharger would take her up to four hours to get her battery 1/4 of the way charged, whereas the loaner took about three hours to fully charge the implant. She had a lot of issues with getting good coupling with the original recharger. It would take up to fifteen minutes to get the coupling boxes shaded, but if she slightly moved she would lose the coupling boxes. The loaner worked a lot better at recharging more efficiently than the original one she had. The desktop charger's connector was broken. This was not an out of box failure. There were no associated symptoms. The patient's indications for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.